Event description:
It was reported that patients implantable pulse generator (ipg) was having difficulty communicating with the remote control. It was noted that patient experienced discomfort from their stimulation. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Event description:
It was reported that patient was experiencing discomfort with his stimulation with his spinal cord stimulation (scs) system and requested information on how to turn stimulation off and was also receiving a communication error with the remote control. Troubleshooting was performed and it was noticed that the device was in hibernation mode. The patient does not often use the stimulation and seldom charge. The patient was educated on how to get the implant out of hibernation mode and how to operate the remote control. During follow up appointment, it was noted that the battery is 14 years old. The patient underwent a surgical procedure in which the implantable pulse generator (ipg) was explanted and replaced. The patient was reported to be doing well after the procedure. The device will not be returned as it was not released by the facility.

Manufacturer narrative:
B1. Corrected to capture adverse event and product problem. B5. Corrected to further clarify the reported event. D4. Updated to include the UDI. H6. Corrected to capture the patient codes of discomfort and inappropriate device. Stimulation of tisue, and the device code of power problem.